Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Event description:
Invalid result(s). The user reported that their test cassette did not produce a control (c) line or a test (t) line. Purchased from safeway.

Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record for cov4059005 were reviewed. After reviewing the DHR of the lot cov4059005, it was determined that nc 24-005 was associated with this lot. This ncmr was closed on 07/11/2024. The product passed quality control criteria. Thirteen retention samples were tested with positive control by following the finished product release procedure and the sampling plan. All samples meet qc specifications, and no defects were observed. Five retention samples were tested with health donor swabs. All samples showed correct results. Based on the retention sample test results, the customer's complaint can't be confirmed for the same issue). Retention samples were tested, and the complaint issue was not found from the retained cassettes. The complaint is not verified the following fields are updated: b4, "date of this report" - date of this follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - added "device evaluation" and "additional information." H3: retention lot was evaluated. H6 "adverse event problem" - event problem and evaluation codes are updated. H11 "additional narrative/data" - updated manufacturer's narrative.

Event description:
Invalid result(s). The user reported that their test cassette did not produce a control (c) line or a test (t) line. Purchased from (B)(4).